Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump's usb port and housing was damaged, and the pump could not be charged due the damage. There was no reported impact to customer's blood glucose. Reportedly, the customer reverted to an alternate form of insulin therapy.